Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had leakage. The following information was provided by the initial reporter: equashield leaking during our rounds to the clinical units. Equashield was implemented approximately six to eight months ago. Prior to implementing equashield, texium and phaseal was used. The equashield issue they are experiencing leaks is with the connection to the bd IV set during longer chemotherapy infusions. Equashield swivel adapters are being trialed in the bmt and 5k infusion to see if this will mitigate the leaking issue. No patient harm reported. No other details provided.

Manufacturer narrative:
The customer reported the equashield is leaking at connection to IV set, and returned one used sample of material and lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, but no leak was noticed. An air under water pressure test was performed, but no leak was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.